Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during preparation for a routine pulse generator exchange, the right atrial lead exhibited lead noise that was oversensed, resulting in inappropriate automatic mode switch episodes. The lead remained in use and would continue to be monitored. The patient was stable.